Manufacturer narrative:
Sections with additional information as of 02-oct-2020: h10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; defect was detected: high readings. H10: most likely underlying root cause: rc-061: storage outside specifications, rc-072: vial left open for an extended period of time.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned, and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020, to ensure the replacement products resolved the initial concern; able to establish contact with customer, and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results obtained of 387 mg/dl; no back to back test results were reviewed in the meter memory. The customer¿s expected fasting blood glucose test result range is 80-150 mg/dl. The customer feels well, and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 248 mg/dl, and 248 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 11/30/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: result 1: 387 mg/dl, date: (B)(6)2020; time: 4:23am am fasting. Result 2: 335 mg/dl, date: (B)(6) 2020; time: 1:00am am fasting. Result 3: 198 mg/dl, date: (B)(6) 2020; time: 10:14am am fasting. Result 4: 317 mg/dl, date: (B)(6) 2020; time: 7:19am am fasting. Result 5: 391 mg/dl, date: (B)(6) 2020; time: 9:00pm pm non-fasting.